Event description:
The tubing attached to the winged infusion set has holes in it. This tubing is used by a phlebotomist to draw blood on very young children.today, one of the phlebotomists was squirted in the face with blood due to the holes in the tubing. In addition, a second "stick" was required on the pt.this probl was previously reported on a medwatch alert on 11/2/94. We received the perfunctory form letter stating that there was no problem identified by the company with this product.